Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic with their implantable cardioverter defibrillator in backup vvi mode. The cause of the backup was unknown. Device was reprogrammed. Patient condition after the event was stable.